Manufacturer narrative:
Corrections to all fields. This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Event description:
This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still on going. Conclusion not yet available. Device evaluated by MFR: device not returned to the manufacturer.

Event description:
Roi-c: conflict anchoring plate with caspar pins. From information provided, during a roi-c surgery, the anchoring plate and the cage must have been removed because there was a conflict between caspar pin and anchoring plate. It is due to surgeon has not removed caspar pins during implantation of anchoring plate. No harm on patient, no delay more than 30 minutes on surgery.